Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced high blood glucose over 600mg/dl due to insulin flow blocked. Customer¿s mother states that they bolus 7units because they are not able to give full amount of insulin because of insulin flow blocked. Customer declined to troubleshoot for high blood glucose. Further states that during prime insulin exists. Product will not be return for analysis.